Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing determined that the interface (umbilical) cable required replacement. After replacement, the imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that the reported issue was caused by a broken wire on the lemo end of the cable. This indicated an electrical failure due to a damaged connector. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the viewing station of the imaging system attempted to transfer images, the communication speed was slow. Attempting to transfer a taken image from the imaging system an error message appeared due to frame rate being slow. Initial troubleshooting determined that the interface (umbilical) cable required replacement. There was no patient present when this issue was identified.